Event description:
Customer reported a hole in the pump segment, resulting in a leak. No pt harm or medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). During visual examination of the set received, it was noted that the pvc tubing had a slice cut approximately 23 1/2 inch below the drip chamber. There were no other anomalies noted with the set received. Functional and pressure testing was performed ana leak was observed at the slice cut in the pvc tubing. The leak was due to a slice cut in the pvc. Tubing. The root cause of the cut tubing was not identified.